Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during an esophageal stent placement procedure approximately two weeks prior to (B)(6) 2012 (exact date not provided). According to the complainant, the indication for the stent placement was treatment for an esophageal fistula associated with a malignancy. On (B)(6) 2012, during an endoscopic examination of the stent, holes were noted in the stent cover. Some tissue ingrowth was noticed through the compromised stent cover. The stent was removed without issue. Following the stent removal, the physician determined that the fistula had healed and a second stent was not placed. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be approximately (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Although the exact implantation was not provided, the device was reported have to been implanted approximately two weeks prior to (B)(6) 2012 (B)(4) for the reported event of holes present in the stent cover. (B)(4) for the reported event of tissue ingrowth through stent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.